Event description:
The pruitt inahara shunt was placed in the carotid artery and blood was properly flowing through the shunt. The shunt was then rotated toward the adams apple and the shunt arm kinked cutting off blood supply to the brain. The physician replaced the shunt with another shunt and then rectified the problem. He had no issues with the second shunt. There was no injury to the patient.

Manufacturer narrative:
The complaint device has not been returned from the hospital. The device history records were examined and all manufacturing and quality control steps were completed in accordance to the procedure. In a review of the complaint files for 2007-2008, this is the first hospital that has initiated a complaint of the device kinking during the procedure. At this time, without the eval of the device the root cause of the kinking is unknown. A follow-up report will be sent after the eval of the device and with any follow-up info that is found.